Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gi bleeding and was admitted to the hospital for anemia with a hematocrit of 19% and symptoms of dizziness and dark stools. The patient was on aspirin and warfarin at the time of the event. The patient received 2 units of packed red blood cells over a 24 hour period. A video capsule endoscopy found no active bleeding; however, two areas suspicious of arteriovenous malformation were seen. Aspirin therapy was discontinued and the bleeding was reported as resolved on (B)(6) 2016. The patient's hematocrit was 28.9% when discharged home in stable condition.